Event description:
It was reported in (B)(6) 2004, another ¿one¿ was put in and became infection, but it was ¿saved¿ and did not have to be removed. Based on the manufacturer's device registry, the patient did not have any implant placed in (B)(6) 2004. The device which was implanted closest to (B)(6) 2004 was (B)(4) which was implanted 2004 (B)(6). Ultimately, the patient¿s reported timeline of events was unclear. The healthcare professional (hcp) was contacted and they had no information regarding the patient to provide at this time. The hcp would see if the records were in their ¿deep storage¿ and ask for retrieval if they were. The hcp would complete the form and send back to the manufacturer if the hcp was able to get any information. The patient was redirected to the healthcare professional (hcp). Refer to manufacturer's report # 3004209178-2015-04853 for the (B)(6) 2004 infection.

Manufacturer narrative:
Product ID 3487a, lot# j0104250v, implanted: 2001 (B)(6), explanted: 2014 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3550-09, lot# lc3642, implanted: 2004 (B)(6); product type accessory. (B)(4).